Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the instrument broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation has shown that the tip of the thread is broken off due to a short-term overload. Also are various threads strongly damaged. The review of the material and manufacturing documents shows no deviations to the specifications. No product fault could be detected. Placeholder.